Manufacturer narrative:
This case, with patient identifier (B)(4) (system 2) is related to case with patient identifier (B)(4) (system 1) the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 521 mg/dl (system 1) and 200 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.